Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the investigation results, the following is likely to have caused the malfunction: the error e216 observed in the image was caused by a burn on the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope displayed an e216 (scope communication error code). There was no patient involvement.